Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device remains implanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Healthcare professional observed "ruptured" device during surgery. An open capsulotomy was performed. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Rupture: observed a broken on anterior assessed as surgical damage, observed smooth broken on posterior assessed as smooth opening and observed missing shell assessed as inconclusive. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Physician observed "ruptured" device during surgery. An open capsulotomy was performed. The device has been explanted and replaced.